Event description:
Boston scientific received information that this patient expired during the implant procedure. It was reported that the patient experienced pulseless electrical activity and upon review using echocardiography no pericardial effusion was present. There was no report of any device malfunction and the device was not linked to the cause of the patient's death. Additional information was obtained from the field representative that the patient's death during the procedure was a surprise and the patient's health prior to the procedure was stable (the exact cause of death was not discovered). There was loss of capture (loc) noted as the patient was expiring, however this was expected behavior as the heart tissue was compromised.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.